Event description:
The user facility reported the valves were leaking during surgery. A suture was applied to close the wound. The surgery was prolonged about 15 minutes. No additional anesthesia was required.

Manufacturer narrative:
The device history review was found to be acceptable, this investigation is ongoing.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. A CAPA is currently open for monitoring complaints of this nature. The product is not available for evaluation. Report 1 of 2 see related medwatch report number: 0001920664-2022-00021.